Manufacturer narrative:
The tech found the ground prong connection in the power cord plug was broken. He replaced the power cord to repair the bed.

Event description:
During a preventive maintenance check, the tech found the bed failed the electrical safety check.